Event description:
Healthcare professional later reported right side "intracapsular rupture" and "contracture baker grade ii/iii." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 3 years she has been having swelling around her breast implants and nipples", "sensation of "little balls" in her breasts" and "a thin collection of liquid in both the breast implants.

Event description:
Patient reported swelling around the breast implants and nipples", "sensation of "little balls" in the breasts" and "a thin collection of liquid in both the breast implants. The device remains implanted. This record relates to the right side.